Event description:
The manufacturer¿s representative (rep) reported seeing the power on reset (por) message. It was noted the consumer hadn¿t used the device in years. A measurement was taken of the implantable neurostimulator (ins) with therapy running at 2.4 volts and 80-90% which showed the battery was okay. The rep. Then attempted to turn on and increase the amplitude, but when they got to 2.4 volts, they were seeing the por message again. It was reviewed with the rep. That the battery voltage was likely too low to deliver therapy at that level, so the rep. Was going to let the healthcare provider (hcp) know. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.